Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the latch spring missing. The tech replaced the siderail latch spring to repair the bed.